Event description:
Ous MDR - about 75 months after the lead implantation, it was reported that during an ICD replacement the ICD showed a lead integrity alert after a 0.1j test shock. The lead was electively replaced and returned for analysis. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal fragment was received for analysis. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The analysis of the distal fragment revealed multiple signs of wear. The insulation was found rubbed through in different positions. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as well as interaction between the lead body and a nearby lead. Further investigations showed a fracture of the conductor cable to the rv shock coil, which resulted most likely due to strong pulling forces during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem